Manufacturer narrative:
The reported event of false pause episodes was confirmed. Based on the information provided, the cause for the signal saturation in the patient that resulted in the false pause episode is undetermined but thought to be due to temporary loss of electrode contact.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Upon review of the transmission, it was noted that the implantable cardiac monitor (icm) exhibited under sensing which was due to loss of contact. No intervention was performed. The patient experienced no adverse consequences.